Manufacturer narrative:
Date of event: at the time of this report, the date of the event is unknown. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Device evaluation: the patient interface (pi) product was received in its original procedure pack and it was evaluated. The visual inspection was performed at 10x microscope magnification and debris and loose particles on the cone lens were observed which indicates that the returned unit was handled and prepared for surgical use. Dimensional and functional testing were found with acceptable results for the pi returned. The complaint issue reported was not verified. Manufacturing record review: a manufacturing record review for the patient interface (pi) intralase production order (po) was performed; no associated non- conformance reports (ncr) were found for this po. A review of the manufacturing process controls shows the manufacturing instructions requires 100% cleaning and inspection of cone and cap. The operators visually inspect cone surfaces for particulates, smudges, stains and imperfections. The operators also inspect components for damage and deformation. A search of complaints related to po revealed no other complaints have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the results of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported two (2) reports of suction loss during raster pattern-suction ring assembly issue with an intralase patient interface (pi) after the patient was applanated and after the laser fired. It was reported that the procedure was completed successfully using new suction ring assembly and that two (2) flap/ring procedures were lost. There was no patient injury reported and no surgical intervention was required. This report is one (1) of two.